Event description:
Vns pt had committed suicide, reportedly as a result of self-inflicted gunshot wound. Stimulation had not been initiated at the time of the event. Treating physician was not aware of any changes in the patient's thinking prior to the event, any pre-vns suicidal ideations, or any pre-vns suicide attempts. The pt was hospitalized for unknown reasons approximately four months prior to death.